Event description:
It was originally reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. There was no known accident or incident related to this event. It was reported that the device was explanted and that the leads "broke off" during the removal process. Follow up information from the physician indicated that the device was explanted because it was not working for 2 weeks and the patient needed an MRI. After explant, the patient felt fine and was to get his MRI. No patient injuries were reported and outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B) (4).